Event description:
It was reported that the bd optima connector had leakage. The following information was provided by the initial reporter: material # unknown. Batch # unknown. Customer describes a safetyglide needle that was being used for a hazardous drug administration. It was connected to a phaseal optima connector and the medication leaked. Additional information provided: kindly confirm the exact location of leakage. It appeared to be at the needle hub. Was there any cracks or damage in any parts of connector? There were no cracks or damage noted. Have you confirmed that the connections were properly secured? The connections appeared to be secure. What kind of chemo drug was used? Vidaza. Have you replaced the defective connector and successfully completed the medication procedure? Yes, the nurse was able to change the connector and needles and complete the injection. Kindly provide the number of occurrences. One. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? There was no harm. The nurse noticed the leak right away and there were only a couple drops lost. If possible, could you please provide the lot or material number for the optima connector? The lot number for the connector was not recorded as the needle appeared to be at fault.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.